Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging that during use the device has a white screen, headache and more sleepy than usual and short of breath, the pressure feels inaccurate, chest pain, coughing, there was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected using the power supply and power cord returned with the device, pil was able to confirm the device powers on, provides airflow, a known good, heated tube heats, and the heater plate heats. The complaint of a white screen was not confirmed with usage and the display touchscreen was fully functional during investigation, the issue of liquid ingress to the pca has been previously investigated as documented and the j4 controls the display and likely caused the device to throw the e-303 error code, causing a white screen for the patient. However, the white screen was not observed by the pil, and the screen was functioning as expected. An insect was observed on the blower box. An unknown dust contaminant and evidence of liquid ingress was observed on the bottom enclosure. During the evaluation, there were 3 error codes found. Pil cannot confirm the complaint of inaccurate pressure. Pil can confirm that the complaint of a white screen may have been caused by corrosion to j4 of the pca that controls the display. The device was scrapped.